Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the surgeon inserted a urinary catheter in the patient using sterile paroline as lubricant at 9:30 am on (B)(6) 2019. There was 15 ml of water that was injected into the balloon of the catheter. It was indwelled inside the body by 4:30 pm, when the patient told the surgeon of bleeding. The surgeon examined and found the balloon ruptured. Urinary catheterization was re-performed, at which time 10 ml of water was injected into the balloon. On the morning of (B)(6) 2019, it was found that a second balloon rupture occurred. At 9:30 am on (B)(6) 2019, the surgeon re-performed urinary catheterization, with 5 ml of water being injected into the balloon this time. In the afternoon, the patient told the surgeon of the catheter detachment by itself, with the balloon ruptured again. Per additional information received from the ibc via email on 23-aug-19, it was reported that the user applied liquid paraffin to the device. The user is a new customer and was not familiar with the IFU information. There were no missing pieces from the balloon.